Manufacturer narrative:
On 06/19/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The replacement devices were saline mentor smooth round moderate profile 425cc breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 425cc breast implant, catalog number 3501670, lot number tx1272494. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with saline mentor smooth round moderate profile 425cc breast implants and experienced deflation on the right breast implant. The deflation was noticed by the patient in the beginning of (B)(6) 2018. The deflation was confirmed on (B)(6) 2018 by the healthcare professional. As a result, the patient will undergo removal and replacement with mentor breast implant of unknown type on (B)(6) 2018. The patient is not expected to be hospitalized as the surgery is outpatient.

Manufacturer narrative:
On 05/07/2018, it was reported to mentor that the device history record ( DHR) of lot number 239167 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 15.5 cm within a crease located on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).